Event description:
Patient reported that they had been in an auto accident and that following the accident, their device was malfunctioning. The patient reported that the auto accident was very minor and that they were wearing their seatbelt at the time of the accident. The patient later reported that they were having problems with their device prior to the auto accident, but would not go into detail. The patient indicated that they could still feel the stimulation and still had apparent voice alteration with stimulation. It was reported that an eeg technician placed an eeg lead over the generator and it showed electrical activity, indicating to the patient that the device was not functioning properly. Use of eeg leads is not a validated method to determine whether or not the ncp system is functioning properly. Further follow-up revealed that the patient's neurologist suspected that the patient's lead may be broken. The patient reported that an x-ray was taken in 2002 at which time their physician reportedly told them that there was a lead break. The patient's generator was replaced 2 weeks later. Initial device diagnostic testing of the patient's original ncp system resulted in high lead impedance readings, indicating possible device malfunction. Upon removal of the original generator, the physician noticed fluid in the header where the leads are inserted. The physician reportedly dried the original lead and attached it to a new generator. Diagnostic test results of the replacement generator connected to the original lead were within normal limits, ruling out the suspected lead break. The patient's original generator was programmed to high output current (3.5ma) and was set to rapid cycling, increasing the possibility that the patient's original generator had either reached or was approaching normal end of service. Attempts to obtain information from the physician have been unsuccessful to date.